Event description:
It was reported that during the procedure, the subject guide wire encountered very difficult access and was used for an hour in severely tortuous anatomy. Upon removal, the distal radiopaque tip had broken inside the patient's anatomy. The fractured subject guide wire tip was stuck to the micro catheter and was successfully withdrawn and removed completely from the patient's anatomy. After removal, the fractured portion became unstuck from the micro catheter. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. On initial inspection, the device was received and the reported lot number was confirmed from the returned packaging and hub. On visual/ microscopic inspection, the distal section of the guide wire was noted to be fractured at 11.5cm from the distal end. The guide wire was kinked at 22cm & 27cm from the distal end. A functional test was unable to be performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the wire was inserted through, ecelon 10, second synchro snapped inside patient, radiopaque bit in patient, still stuck to mc but pulled and came out. The patient¿s anatomy was severely tortuous. The device was returned and the distal section of the guide wire was noted to be fractured at 11.5cm from the distal end. The guide wire was kinked at 22cm & 27cm from the distal end as well. It is probable that there were some procedural or anatomical factors present during the clinical procedure which caused the reported fracture. An assignable cause of procedural factors will be assigned to the as reported device interaction with another device and device difficulty engaging target vessel, reported and analyzed guide wire broken/fractured during use and to the analyzed guide wire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the subject guide wire encountered very difficult access and was used for an hour in severely tortuous anatomy. Upon removal, the distal radiopaque tip had broken inside the patient's anatomy. The fractured subject guide wire tip was stuck to the micro catheter and was successfully withdrawn and removed completely from the patient's anatomy. After removal, the fractured portion became unstuck from the micro catheter. The procedure was completed successfully without clinical consequences to the patient.